Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 256mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38mm x 2.50mm taxus¿ element¿ long stent was selected to treat the lesion; however the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed hypotube break.